Manufacturer narrative:
Continuation of concomitant products: 419488 lead implanted: (B)(6) 2012; dtma1d1 crt-d implanted: (B)(6) 2017.

Event description:
It was reported that oversensing due to possible electromagnetic interference was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.